Manufacturer narrative:
The device history record for radiesse lot 1022194 was reviewed. All required testing specifications were met prior to release; there were no abnormalities noted during a f/u with the medical mgr.

Event description:
The pt was injected with radiesse dermal filler in the nl folds (bilaterally) on or before (B)(6) 2011. The pt developed blanching during injection on the right nl fold which developed into necrosis and subsequent infection. The pt was treated with prednisone, keflex and valtrex and as of (B)(6) 2011, the infection and necrosis have resolved with scarring. The scarring is being treated with fraxel laser.